Event description:
No additional information.

Manufacturer narrative:
Investigation summary: root cause couldn't be determined due to unavailability of sample information. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of connection issues with lot 5157945 regarding item 385100. No related quality issues or deviations were found during the manufacture of the subassembly batches. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that an attempt was made to use a needle-free plug on two occasions with two different devices in peripheral venous catheter # 22, which was identified as not fitting properly, so it was decided to connect pump equipment. Additional information received on 10 apr 2026: the quantities affected were 2. The date of the incident was (B)(6) 2026. There was no harm to the patient's health.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.